Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres within 2 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. No patient complications and the patient was in good condition after the procedure.